Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: the suspect ventilator was evaluated by a certified 3rd party service technician. The report that the reported issue was unable to be duplicated but they replaced the power board as a precaution. The suspect power board was returned to carefusion for further evaluation. Carefusion was unable to duplicate the customer's reported issue. The suspect power board was placed into a test unit and the unit passed all testing without any failures detected.

Event description:
It was reported to carefusion that model lap top ventilator 1200 shuts down intermittently. The reported issue happens even when plugged into inverter and when battery is fully charged. The customer confirmed there was no patient involvement associated with the reported malfunction.